Event description:
The patient was undergoing an coil embolization procedure for an aneurysm in the right vertebral artery using a penumbra coil 400. A neuron max delivery catheter was placed in the vertebral origin and a transform balloon was placed across neck of the aneurysm. A delivery microcatheter was placed in the aneurysm to deliver the coil. An 8x20 standard coil was placed in the aneurysm; however, it was decided that it was too long and therefore, removed. During withdrawal, the coil detached unintentionally. The physician spent two hours trying to remove the coil. The physician indicated that there was no unusual force upon removing.

Manufacturer narrative:
Device investigation: results: the coil is damaged. The pusher assembly distal detachment tip (ddt) contains the coil proximal constraint ball with a piece of the stretch resistant (sr) wire exposed. The exposed piece of sr wire is approximately 7.3 cm long. The pusher assembly is kinked approximately 44.9 cm from the distal tip of the pusher. The pet-lock at the proximal end of the pusher assembly is still intact. There is no visible damage to the pxslim microcatheter. A 0.025" mandrel was introduced through the hub of pxslim microcatheter and advanced through the lumen out the distal end of the catheter without an issue. The pxslim microcatheter is functional. The coil and pusher assembly are nonfunctional. Conclusions: the returned complaint devices have been evaluated. The complaint indicates that the coil detached when it was being withdrawn from the patient. Evaluation of the returned devices confirmed the unintentional detachment of the coil due to a break in the sr wire. The kink in the pusher assembly likely occurred during handling after it was removed from the patient as it was not described in the complaint. The break in the sr wire was likely the result of force in excess of the tensile strength of the material placed on the device during attempted removal from the pxslim microcatheter. There is no damage to the pxslim microcatheter that would indicate the catheter was related to the event. Based on the description of the event and device evaluation, the cause of the issue is unknown. The physician claims he felt no "unusual force" when attempting to remove the coil however, this failure occurs as a result of pulling with excess force. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusions: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.